Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they hospitalized due to seizures. Customer reported that the sensor and he was coming short with the sensors and has go to the hospital. Customers reported that the insulin pump stop working. Customer stated that his insulin has been going up and down and using more insulin due to going up. Customer had high and low blood glucose. Customer does not want troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.